Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: fluids, red and yellow particle material on the shell. Visual analysis of the returned device identified: wear abrasion, one opening curved on the anterior, white calcification on the shell and crease fold. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap bond edge (anterior) assessed as an unidentified (tear) opening, partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.